Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce and confirm the reported complaint of error c-33. The erbe was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) triggered errors c-00 and c-33. The customer received phone assistance from the technical support engineer (tse). Prior to the call, the customer power cycled the iesu with no success. The tse reviewed the logs and confirmed error c-33. The customer used a third-party generator to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer to obtain additional information. The error occurred during system startup. The procedure was completed robotically with a third-party generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the c-33 error on the integrated electrosurgical unit (iesu). The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.